Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forgot to adjust the time setting on the pump for daylight savings time. The customer's blood glucose level was not impacted. Tandem technical support guided the customer through updating the time on the pump.